Event description:
The customer reported that during a routine check by the customer there were no pressure readings and that the connection cable for internal sensors had corroded pins. No harm to any person has been reported. Complaint ID: (B)(4).

Manufacturer narrative:
A getinge technician will investigate the cardiohelp. A follow-up medwatch will be submitted when additional information becomes available.

Manufacturer narrative:
It was reported that the disposable pressures were no detected and that the connection cable for internal sensors had corroded pins. The failure occurred during routine check. No harm to any person has been reported. As confirmed by the getinge field service technician (fst) the customer has changed the cable him- or herself, because this cable was in hospital stock. No log files were provided. Another disposable connection cable with the same failure was investigated by getinge life cycle engineering on 2021-03-31. Deposit and oxides were found on the cable socket. By wetting the socket plane with salt-containing liquids (priming), the measurement signals were influenced by the electrical conductivity of the contamination. A service bulletin (issue 95 / 21-05-04) was published may 2021 to make the users aware that the contacts of the plug connections must not come into contact with cleaning agents, disinfectants or priming liquid. The review of the non-conformities has been performed on 2023-02-27 for the period of 2010-12-15 to 2022-12-22. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2010-12-15. Based on the results the reported failure "disposable pressures were no detected" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Event description:
New information was received on 2023-04-03 that there was also a damaged insulation on the venous probe cable. Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that the there were no internal pressures. The failure occurred during routine check. New information was received on 2023-04-03 that there was also a damaged insulation on the venous probe cable. The device caused the complaint and was not able to work as per factory¿s specifications. The failure "no internal pressures" is reportable and the failure "venous probe cable insulation damaged" is not reportable. As confirmed by the getinge field service technician (fst) the customer has changed both the cable for internal sensors and the venous probe cable him- or herself, because this cables were in hospital stock. No log files were provided. Another disposable connection cable with the same failure "no internal pressures" was investigated by getinge life cycle engineering on 2021-03-31. Deposit and oxides were found on the cable socket. By wetting the socket plane with salt-containing liquids (priming), the measurement signals were influenced by the electrical conductivity of the contamination. A service bulletin (issue 95 / 21-05-04) was published may 2021 to make the users aware that the contacts of the plug connections must not come into contact with cleaning agents, disinfectants or priming liquid. The root causes for the reported failure "venous probe cable insulation damaged" were identified under a CAPA as the following: - the venous probe cable is too short; - the diameter of the cable is too high, which decreased the flexibility; - the coating contains polyvinylchloride, which gets brittle when additives like plasticizers and stabilizers are vaporized. Sunlight and aggressive cleaners increase the aging. In february 2021 a service bulletin (issue 91 / 21-02-18) was published to make the users aware that the old cable is no longer available, because it was replaced by a new venous probe cable (article #70107.2695), which is longer and has a smaller diameter. The coating was also improved and now contains polyurethane, which is weatherproof in all climatic zones and the risk for being brittle is low. This design changes were implemented as part of CAPA. The venous probe does not influence the blood flow of the device. The venous probe is for monitoring the blood gas values. In the instructions for use (IFU), chapter 2.2.5 "monitoring and sensors" of the cardiohelp system it is explained that these values must be regularly checked by the user via a blood gas analysis by a laboratory. Furthermore, in the IFU is stated that prior to a therapeutic measure based on the parameters displayed a laboratory blood gas analysis must be checked. The cardiohelp generates an acoustic and visible alarm in case of a failure of the venous probe. In addition in chapter 5.3 "connection the sensors" is explained how to ensure that the connected sensors are not defective and should not be use, if there is a visible damage. The venous probe is operated with a supply voltage of 9v. Voltages below 10 v can be perceived under certain conditions (e. G. Wet skin), but there is no risk for harm due to an electrical shock. Additionally the cardiohelp service manual enlists in chapter "1.11 maintenance overview" the demand for inspection tests, which has to be carried out every 12 months: 'visual inspection', 'electrical safety test', 'function test' and 'measured value and alarm monitoring'. The getinge service protocol contains the step: ¿venous probe visual test (holder, reference surface, probe, cable)¿. Any visual abnormality is inspected and must be confirmed if impeccable. Otherwise a replacement must be initiated. The review of the non-conformities has been performed on 2023-04-26 for the period of 2010-12-15 to 2022-12-22. It does not show any non-conformity in regard to the reported product and failures. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2010-12-15. Based on the results the reported failure ¿no internal pressures¿ and "venous probe cable insulation damaged" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.